Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop out with the incident lot was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of stopper pop out was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tube pms plh 13x75 3.0 slbl lim ce had the stopper creep out. The following information was provided by the initial reporter: "seinäjoki have had some cases that mpa removes plastic closure but doesn't rubber closure."